Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device was not implanted. "Black foreign matter was found attached to the device after opening the package."

Event description:
Healthcare professional reported "black foreign matter was found attached to the device after opening the package" against device. Device was not implanted. Unknown if surgery was completed with a backup device.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: crease fold, yellow particles on the surface of the shell. Leak test was performed, and no leakage was found. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: no issues found related with the manufacturing process.

Event description:
Healthcare professional reported "black foreign matter was found attached to the device after opening the package" against device. Device was not implanted. Unknown if surgery was completed with a backup device.